Event description:
Leakage was found on the tubing of the transfer set near the titanium adapter. The transfer set had been in use for 140 days. The leak was coming from the tubing, but the cause of the leak was undetermined. The leak was discovered while the patient was at home. There was no patient injury or medical intervention. The actual sample was available for evaluation.

Manufacturer narrative:
(B)(4). This complaint was confirmed in the lab for leaking in the tubing due to a cut/hole 1/4. From the silicone bushing on the patient connector end of transfer set. The exact root cause could not be confirmed for the damage causing the leak. The set has been in use for 140 days and product labelling recommends replacement in 4 months. A batch review could not be performed since the lot number is unknown. Renal quality engineering, along with plant manufacturing and quality personnel, will continue to monitor product lines for trends and will take corrective/preventive action as appropriate.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same as or similar to product distributed within the u.s. The device has been received by baxter, however the evaluation has not been completed. A follow-up report will be submitted upon completion of the device evaluation or if any additional information is received.